Event description:
It was reported that suture placement with a proglide device was attempted in the heavily calcified and heavily scarred right common femoral artery using the perclose technique prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, when the plunger was retracted a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the perclose technique. The arteriotomy was 6f. There was resistance felt during the puncture, initial sheath insertion and insertion of the proglide devices because of the heavy calcification and heavy scar tissue being present at the access site. The sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was attempted with the two pre-placed proglide sutures, but after the knots were advanced hemostasis was not completely achieved. Two proglide devices were used, but cuff misses occurred. Another proglide device was used and hemostasis was achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that heavy calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other four proglide devices referenced, are being filed under separate medwatch MFR numbers.